Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a foot surgery on (B)(6) 2018, the drill bit broke while surgeon was performing perforations in the calcaneus with a locking compression plate (lcp) drill bit. Fragments were recovered. Surgery was completed with no delay and no consequence to the patient. This report is for one (1) 2.8mm drill bit. This is report 1 of 1 for (B)(4).